Event description:
#Medwatcher #followup1 #FDA mw5060443 #(B)(4). Nickel test came back positive.

Event description:
(B)(4). Heavy periods, almost looks like having miscarriage. Periods last 2-3 wks at times. Migraines that last days to weeks with no break, hair loss, sharp crippling pains left side from pancreas down to pelvis, painful sex, gallstones, easily bruising, heart attack symptoms which took me to ER. Have had gallbladder removed (B)(6) 2015. Have seen neurological dr for migraines. No cause found in multiple MRI, CT's. Being treated for ibs. Have had high bilirubin with no known cause. Currently seeing a gi and ob to rule everything else out, its all leading back to essure. Every test, xray, CT MRI come back clean. Nickel allergy constant itching over entire body. Have had 2 intussusception with no known cause.

Event description:
(B)(4). Having hysterectomy on (B)(6) 2016. Had conization due to high grade precancerous cells carcinoma in situ cin iii on cervix, on (B)(6) 2016. Not able to heal due to constant inflammation in body and being allergic to nickel. Will have to continue getting paps even though I will only have ovaries.